Event description:
It was reported to resmed that an astral 150 device had a power source detection issue. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed's risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to resmed. Review of the device logs confirmed the reported complaint. The investigation methods, results and conclusion are not finalized at this stage. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral 150 device had a power source detection issue. There was no patient harm or a serious injury reported as a result of this incident.